Event description:
It was reported by the patient¿s father that right ventricular (rv) lead thresholds were high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4951m-35 lead implanted: 2004 (B)(6). (B)(4).